Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: trident x3 elevated rim 36mm ID; cat# 643-00-36e; lot# y502ka, delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 56015401, 27mm mod rev hip body/bolt stdcomponent level 9006-1-027; cat# 6276-1-027; lot# 46729301, mod con dist stem 17 x 155 mm; cat# 6276-7-017; lot# caxv33lc. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
Patient underwent a hip replacement on (B)(6) 2017 for a femoral neck fracture at a different hospital by another surgeon. This hospital has since closed so no additional information will be available about that procedure. The patient came to see doctor complaining of pain. Patient was worked up and it was determined that he had an infection and possible loose components. He was revised. The cup was loose but the stem was solid and left intact. The surgeon converted it to a unipolar and placed antibiotic cement around the inside of the head. The operation was completed successfully and the patient will continue to be monitored. Due to hospital policy all available information will be provided in the report.